Event description:
It was reported that the patient had been hospitalized for three days on (B)(6) 2023 until (B)(6) 2023 due to an infection and high ketones. The patient's blood glucose levels reached 28 mmol/l (504 mg/dl) with ketones of 5.8. The pod was worn between 37 and 48 hours on the arm. Symptoms reported include with an infection, hyperglycemia, high ketones, purulent discharge and vomiting. The patient was treated with an intravenous fluids and antibiotics. The patient was prescribed amoxicillin and clavulanate 500/125mgt 3x per day for 7 days. The pod was removed and discarded at the hospital .

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.